Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). After pre dilatation with a 2.5mm unspecified balloon catheter, a 2.75 x 28mm promus element stent was advanced to treat the lesion. However, it was unable to cross. Additional dilatations were performed but still the device failed to cross the lesion. The physician removed the device and it was noted that the distal stent struts was lifted. The procedure was completed with a 2.5mm promus element plus stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).